Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Swallowed some metal pins [accidental device ingestion]; swallowed some metal pins from oral-b flexisoft brush head [exposure via ingestion]; no adverse event [no adverse event]; brush head centre pin collapses, brush heads break down [device breakage]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the center pin near the bristle end of the oral-b flexisoft brushhead collapses, and he had swallowed some of the metal pins that keep the brush head intact. He stated he thought he was pressing too hard with the brush, but he had tried everything and they still break down. The reporter mentioned after the pin falls out, the brush makes a loud grinding noise when brushing. The consumer reported he did not use the brush heads for a few years after purchasing, and the problem occurred when he started to use them again. He had purchased 4 packs, and each contained 4 brush heads. The consumer stated he had always purchased oral-b brush heads. No symptoms developed.

Manufacturer narrative:
On 31-aug-2016 product investigation results: reporter returned 4 toothbrush heads on 05-may-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Swallowed some metal pins [accidental device ingestion]; swallowed some metal pins from oral-b flexisoft brush head [exposure via ingestion]; no adverse event [no adverse event]; brush head centre pin collapses, brush heads break down [device breakage]; product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the center pin near the bristle end of the oral-b flexisoft brushhead collapses, and he had swallowed some of the metal pins that keep the brush head intact. He stated he thought he was pressing too hard with the brush, but he had tried everything and they still break down. The reporter mentioned after the pin falls out, the brush makes a loud grinding noise when brushing. The consumer reported he did not use the brush heads for a few years after purchasing, and the problem occurred when he started to use them again. He had purchased 4 packs, and each contained 4 brush heads. The consumer stated he had always purchased oral-b brush heads. No symptoms developed.